Manufacturer narrative:
The insulin pump was received with a minor scratched liquid crystal display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly and stated that the buttons felt "squishy." He stated that he had to press the act button multiple times to garner a response. The customer's blood glucose was between 97 and 110 mg/dl. He also reported cracks to the insulin pump at the reservoir compartment. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.